Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-09243.

Event description:
It was reported that patient underwent a total elbow arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2011. Patient experienced a humeral fracture, above the humeral implants, and subsequently underwent a revision procedure on (B)(6) 2015. The humeral implant and condyle kit were removed and replaced during the revision and the patient was treated with a custom humeral implant.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2011. Patient experienced a humeral fracture, above the humeral implants, and subsequently underwent a revision procedure on (B)(6) 2015. The humeral implant and condyle kit were removed and replaced during the revision and the patient was treated with a custom humeral implant. It was further reported that the patient's humeral fracture was caused by a patient fall and was not implant related.